Manufacturer narrative:
This lot was manufactured september 9, 2016 ¿ september 13, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate test was performed and was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused during infusion of 4625 mg of fluorouracil in 0.9% sodium chloride. Over the 46 hour infusion, only a small amount of the solution had infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.